Manufacturer narrative:
The unit was not able to be located by the user facility or stryker service technician, so no evaluation was able to be performed.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the brakes were not functional. No patient was involved.

Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes one malfunction event, where it was reported the brakes were not functional. No patient was involved.